Event description:
Co rep in foreign country reported that a screw was broken during attempted insertion. Small (absorbable) fragment was not retrieved at the time of the event, and was felt in the joint. Contact reported no pt injury as a result of the situation.